Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a loss of therapeutic benefit. The caller stated that the system was turned off for a medical procedure but they didn't know if it was turned back on or put back on the same setting. The caller stated the patient had to have a series of x rays on their neck, spine and lower back and the lady at the doctor's office disconnected all of the patient's therapy equipment but said they reconnected it. The caller wanted to know if the therapy was turned back on and at the level it was supposed to be at. The agent walked the caller through connecting to the implant and confirmed it was on program 6 and at the level it was before. The agent walked the caller through increasing the stimulation. The caller confirmed feeling stimulation comfortably in the bicycle seat. The patient said they would monitor symptoms now that change was made and would follow up with doctor if didn't resolve. Additional information was received from the patient's spouse (pt rep). It was reported that they did not know the cause of the loss of therapeutic effect. They called on (B)(6) 2025 and received assistance with making an adjustment to therapy. Pt rep said the adjustment worked well but then stopped helping to where patient was going to the bathroom 6-7 times a night. Pt rep said they called the managing hcp and was told they could increase stimulation further. This adjustment worked beautifully, the patient was only getting up twice at night to use the bathroom, but then yesterday the symptoms returned again. Patient rep said they didn't know what to do at this point and they planned to call the hcp to see if changing the program would be appropriate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. They called back and stated that the patient had been experiencing a dull aching pain in their scrotum/testicle. Caller requested assistance with connecting to the patients implant and decreasing stimulation. Caller successfully connected to patient's ins and decreased stimulation. Stimulation confirmed and comfortable. Patient will continue to monitor symptoms.